Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor presented with "speaker malfunction. Device is not making any noise at all". The device was not in use on a patient.